Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged distal clevis pin. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Advanced failure analysis was completed, and the initial findings were confirmed. The clevis pin was found to be dislodged. The failure was further reviewed by manufacturing engineering. The clevis pin swage was compared to a known good instrument's and identified that the pin was incorrectly swaged. The clevis pin became dislodged as a result of improper swaging.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted radical prostatectomy radical without lymphadenectomy surgical procedure, the prograsp forceps screw came up. The procedure was completed as planned with no reported injury and no fragments fell into the patient. Intuitive surgical inc.(isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, no damage was identified, and there was no collision during the procedure. The instrument was able to be removed through the cannula.

Manufacturer narrative:
Based on the claim against the product by the customer noting a dislodged screw on prograsp forceps, an investigation is in progress. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. As of the date of this report, the product has not yet been received.